Manufacturer narrative:
Follow-up #1: date of submission 10/13/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2014 with the following findings:a review of the pump¿s black box data revealed evidence of short battery life and excessive battery usage. During testing, the battery compartment was observed to be cracked. The returned battery cap was able to fully secure onto the pump. There was evidence of moisture inside the battery compartment and interior of the battery cap. The pump powered on with the returned battery cap. Due to moisture contamination, the electrical current draws did not measure within specifications. The pump was opened and no evidence of moisture was observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.